Manufacturer narrative:
Our field service engineer investigated the device on-site, where the reported internal leakage test during pre-use check was confirmed. During troubleshooting, the pressure transducer printed circuit board (pcb) was replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. Evaluation of the received test logs confirmed the reported issue at date of the event. The replaced pcb was returned for further investigation. A visual inspection of the pressure transducer pcb revealed no abnormalities. The pcb was then placed into a reference ventilator for simulated use testing. During this testing, the reported issue was reproduced as the internal leakage test failed. More-over, the pressure transducer test was failed as well. The pressure sensor was measured and found to be within the specification. The conclusion is that the device failed to meet its specifications due to a random component failure on the returned pressure transducer pcb.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).